Event description:
It was reported the resection sheath ceramic tip is damaged. The issue was found during set up in room. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for component failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.